Event description:
Revision surgery - due to the dislocation of the shell from the glenosphere.

Manufacturer narrative:
The reason for this revision surgery was dislocation of the patient's shoulder after 2 months of implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the only complaint against lot number 862c1382. (B)(4). The root cause for the dislocation of the shoulder was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.